Event description:
It was reported that a patient presented to the emergency room with ventricular arrhythmia episodes. Upon examination, the patient's implantable cardioverter defibrillator (ICD) was found to have inadequate anti tachycardia pacing, as the arrhythmia was unable to be converted. The ICD was later able to convert the patient's arrhythmia through high voltage therapy. Additional surgical intervention was planned but has not yet been performed. The patient was stable throughout.